Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018 and (B)(6) 2018. If explanted; give date: iol exchange is scheduled on (B)(6) 2018, but to date there is no confirmation. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had myopic surprise and decreased visual acuity after the implantation of model zxr00 +24.0 diopter tecnis multifocal iol (intraocular lens) in his right eye (od). For those reasons, the iol was scheduled to be explanted on (B)(6) 2018 and replaced with a zxr00 +22.0 diopter. No additional information was provided.

Manufacturer narrative:
Additional information: the lens was explanted (B)(6) 2018, and replaced with model zxr00 22.0 diopter lens. Patient was doing good when discharged. There was no secondary intervention required. Visual acuity pre-op (pre-initial implant): 20/70. Visual acuity post-op (post-initial implant): 20/70. Visual acuity post-op (post-replacement): 20/50. The following fields have been updated accordingly: if explanted; give date: (B)(6) 2018. Patient code: 3191 - explant. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).